Manufacturer narrative:
No further information is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that this pacemaker exhibited a decrease of three years during an in office check. Data analysis was completed and determined the battery exhibited an increased power consumption. The device was recommended to be replaced. No adverse patient effects.